Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had three unexplained low blood glucose episodes on (B)(6) of 2013. Paramedics were called to assist him at home the three times with the low blood glucose. The blood glucose readings were between 31 to 37 mg/dl at the time the paramedics arrived. Customer reported that he had seizures every time due to the low blood glucose. Nothing further was reported.